Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-16. H6: investigation summary customer returned 3 unused 5mm, 31 gauge pen needles from lot 7116793. Each pen needle was attached to a test pen. Saline was pushed through the system and out the distal tip of the pen needle. No defects were observed during use. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of clogged needles. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, no insulin flow when taking injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported, no insulin flow when taking injection.